Manufacturer narrative:
Initial and final MDR 1992478- MDR 3003442380-2024-27596- device 5 of 5.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with five infusion sets. The cannulas were kinked. The event occurred on 23-jul-2024, 30-jul-2024, 03-aug-2024, 07-aug-2024, and 14-aug-2024. Patient noticed symptoms within 3 or more hours of insertion. Infusion sets were used for 12-24 hours. The site of insertion was the upper buttocks. Blood glucose level was 525 mg/dl at the time of the event. Patient took correction injection via mdi for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.